Event description:
It was reported that the patient experienced an overstimulation sensation following a fall. The specific details of the fall were unknown, but did occur the previous evening. The symptoms were at the implantable neurostimulator (ins) location. The patient was admitted to the hospital. The patient was traveling approximately 500 miles from home, and left her patient programmer at home. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)